Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: model: 350974, competitor lead; implanted: (B)(6) 2016.

Event description:
It was reported that the patients left ventricular (lv) lead had dislodged, resulting in increased threshold levels. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.